Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately five years eight months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eight months post filter deployment, computed tomography revealed an inferior vena cava filter has been placed. The apex of the filter was 3 cm from the level of the left renal vein. The fixation points of the filter terminated 3 cm from the caval bifurcation. The filter itself appeared parallel to the lumen of the inferior vena cava. There was no strut fracture. The fixation struts were generally well positioned. There was 1 strut posteriorly, which extended 5 mm outside the confines of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4(expiry date: 08/2012), g2, g3 h11: d1, d4, h6(results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years and eight months post filter deployment, a computed tomography scan showed that the filter struts perforated the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.